Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high and low blood glucose due to sinus infection. The customer's blood glucose was 600 mg/dl and declined to 38 mg/dl at the time of incident. The customer stated that the insulin pump did not contribute to any of the high and low blood glucose. The insulin pump will not be returned for analysis.